Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited loss of capture. The physician elected to remove and replace the rv lead to complete the procedure. The condition of the patient was unknown.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A compete lead was returned in one piece. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.